Event description:
The uvc was at the 8.5 cm mark and it was being pulled back to the 7.5 cm mark as per the md order. The catheter broke at the umbilicus where the sutures were located during the process. The md removed the rest of the uvc catheter without complications.

Manufacturer narrative:
Upon investigation, there was no evidence that the event was related to a device defect. Utmd and its independent expert clinical advisors believes this user malfunction is not likely to result in a serious injury or other significant adverse event consequence if it were to recur. Results/conclusions: product not returned.